Event description:
The reporter stated the surgeon was inserting a +16.5 diopter aq2010v silicone three piece lens and the inserter plunger overrode and tore the back haptic. The lens felt tight while being inserted and when advanced into the patient's eye, the lens was torn. The lens was cut to remove with no patient injury and a 2nd lens was inserted. This lens also tore and was removed. A 3rd lens was inserted, the lens tore and was removed and a different model lens was implanted. Two sutures were required to close the incision. The reporter indicated the cause of the lens damage was due to the msi-tm injector. See MFR. Reports # 2023826-2012-00584 and 2023826-2012-00586 for the other two lenses used.

Manufacturer narrative:
(B)(4): the product pertaining to this complaint was not returned for evaluation. However, the lens was returned and visual inspection found the lens optic torn. A piece of the lens optic and one haptic were torn off and missing. There was evidence of clear surgical residue. Evaluation: conclusions - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned lens, a specific root cause of the event could not be determined. (B)(4): the injector was not returned.